Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communcation) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: multiple replace battery alarms were observed in the black box on the date of the reported alarms. The voltage was not low at the time of the alarms. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, moisture was observed in the display. The pump was cracked inside the cartridge compartment. The pump failed the leak test at the crack. The pump was opened and additional moisture was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.